Event description:
Complainant alleged that during biomedical departments routine testing and preventative maintainance of the device, the device had a blank monitor screen and a crack on the upper housing. The complainant indicated that there was no patient involvement in the reported failure.